Manufacturer narrative:
The reported issue was addressed with phone support. The field service engineer (fse) followed up with the customer who confirmed that they did not experience anymore issues. No site visit was conducted. The system was working properly and no additional action was required. No images or video were submitted for review. System log review was performed. Per the review, the following was confirmed: a cholecystectomy surgical procedure was performed on system sk4706 on (B)(6) 2022. This complaint is reportable due to the following: the customer converted to laparoscopy after the start of the procedure due to inability to troubleshoot recoverable camera errors. The customer was unable to replace the scope at the time. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, there were repeated recoverable 48406 and 45311 errors. Prior to contacting technical support, the caller had reseated camera connection, but the issue returned. The technical support engineer (tse) viewed system event logs and confirmed 48406 and 45311 errors. The tse also noted that the site had power cycled before calling and issue returned. The tse recommended the caller swap to a backup endoscope. However, the customer was unable to troubleshoot with other endoscopes because they had many cases and needed the other endoscope for those cases. The procedure was converted to traditional laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter was unable to provide patient demographics stating patient confidentiality. The reporter stated there was no serious event as a result of the conversion to traditional laparoscopy and the patient recovered well from the procedure.